Event description:
It was reported that the cot fails to raise the under carriage fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation, it was identified that the device did not have an issue with the cot failing to raise the under carriage fully. Model and serial number have been updated in section d.

Event description:
It was reported that the cot fails to raise the under carriage fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.